Manufacturer narrative:
H.6. Investigation summary: as no physical sample, picture sample, or lot number was provided for evaluation by our quality engineer team, a complete investigation could not be performed. There are current quality controls in place to detect this type of product malfunction during the production process. Based on the limited investigation results, a cause for the reported incident could not be determined. A device history review could not be completed as no batch number was provided. Complaints received for this device and reported condition will continue to be tracked and trended. Our quality team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported that flow issues occurred during use with a bd¿ nexiva diffusics. The following information was provided by the initial reporter, "the speed of injection on mr examination was automatically reduced by the injector because of high counterpressure. The injection was stopped because of higher pressure than 325 psi. The clamp was open, but the albow was a bit bent. The customer only has the batch no for the pink nexiva diffusics, but the same thing had happened with 3 blue nexiva diffusics. (No lot.)"

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Device expiration date: unknown. Device manufacture date: unknown. (B)(6).

Event description:
It was reported that flow issues occurred during use with a bd nexiva diffusics. The following information was provided by the initial reporter, "the speed of injection on mr examination was automatically reduced by the injector because of high counterpressure. The injection was stopped because of higher pressure than 325 psi. The clamp was open, but the albow was a bit bent. The customer only has the batch no for the pink nexiva diffusics, but the same thing had happened with 3 blue nexiva diffusics. (No lot.)"